Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat, opening extended on anterior and white particles. Leak test and microscopic analysis were performed which identified sharp opening on plug strap bond edge. The fill test inspection was performed with the result of no blockage. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on anterior (plug strap bond edge) due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.